Manufacturer narrative:
Product ID:977c265, serial# (B)(4), implanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the manufacturer representative (rep) reporting that according the patient¿s wife, the results of the blood test showed a normal white blood cell count and no signs of infection. It was indicated that the signs of infection were clear, the fever was reduced, but the cellulitis was still present. It was clarified that surgical intervention was not planned at this time. The cause of the cellulitis, possible infection, fever, body aches, not feeling good, redness and tenderness were not determined. It was reported that the infection appeared to be resolved. It was indicated that the provided information had not been confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. The patient has a medical history of a hip replacement and chronic low back pain. The rep called in to ask if there was guidance surrounding turning the device off when the patient has cellulitis. Technical services reviewed that it was not addressed and it was a medical decision. The rep indicated that they would be submitting a report with further details but stated that the patient went to the emergency room because they felt bad and had a fever and fell and they were checking them for an infection, but they did have cellulitis. Additional information was received in the reps report reporting that the patient fell and also had a fever and body aches. They stated they went to the emergency room and determined a possibility of an infection. They were testing the sites for infection, but they had confirmed cellulitis. It was reported that the fall, fever symptoms, redness and tenderness at the incision sites were all related to the issue. It was reported that the patient was currently an inpatient and was being treated with antibiotics. Impedance testing confirmed all electrodes were working perfectly. It was reported that the doctor was waiting for the blood test results. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was unknown if intervention was planned, but the rep indicated that they would follow-up for more information. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.